Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was damaged. Additional information was received and stated, lens blocked in the cartridge and was pushed out damaged outside the patient eye. There was no patient harm.